Event description:
Additional information received reported the catheter tip and/or spinal segment was suspected to be in a blood vessel. A catheter revision was scheduled for (B)(6) 2012 and the catheter was cut, pulled down, and spliced.

Event description:
It was reported, patient was not receiving relief. A dye study was performed, the catheter looked fine however, they have increased the pump and patient is not getting any additional relief. Catheter may be in a blood vessel and catheter was scheduled to be revised. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).